Manufacturer narrative:
The ft3 iii reagent lot number was 686656 with an expiration date of 30-apr-2024. The ft4 IV reagent lot number was 767235 with an expiration date of 31-jan-2025. The t3 reagent lot number and expiration date were not provided. Qc results were out of range on the day of the event. Pinch valve tubes were replaced during preventive maintenance on (B)(6)2023. The alarm trace showed multiple alarms including abnormal sipper movement alarms and abnormal sample probe movement alarms on the day of the event. The provided picture showed bubbles at the sipper probe and in the cup. Dust and crystals were also visible. The field service engineer found that the pinch valve tube of the sipper probe was broken. He replaced the pinch valve tube and cleaned the instrument. The assay performance check was performed and passed successfully on 17-feb-2024. The root cause was due to a defective pinch valve tube. The service actions (replacing the pinch valve tube and cleaning the instrument) resolved the issue.

Event description:
The initial reporter questioned the results for 8 patients' samples tested with elecsys ft3 g3 (ft3 iii) assay and elecsys ft4 g4 (ft4 IV) assay on a cobas 6000 e601 immunoassay analyzer when compared to a cobas e411 immunoassay analyzer at another facility. The following are examples of discrepant results for 1 patient sample tested with elecsys ft3 iii assay, 1 patient sample tested with elecsys ft3 iii assay and elecsys ft4 IV assay, and 1 patient sample tested with elecsys t3 assay. Sample 1: ft3 iii: initial result: 5.21 pg/ml. Repeat result: 2.06 pg/ml (tested on e411). Reference range: 2.00 - 4.40 pg/ml. Sample 2: ft3 iii: initial result: 5.76 pg/ml. Repeat result: 2.36 pg/ml (tested on e411). Reference range: 2.00 - 4.40 pg/ml. Ft4 IV: initial result: 3.51 ng/dl. Repeat result: 1.25 ng/dl (tested on e411). Reference range: 0.93 - 1.70 ng/dl. Sample 3 was tested on (B)(6)2024: t3: initial result: 476.70 ng/dl. Repeat result: 127.6 ng/dl. Reference range: 80 - 200 ng/dl.